Event description:
Bard agento ic silver coated endotracheal tube, purple connector device spontaneously dislodges itself from the ventilator tubing. No replacement connector available, staff resecured the device with the use of topical benzoin.